Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the surgeon observed a crack in the crescentic saw blade device just after starting to make the osteotomy cut. There were no delays to the surgical procedure as a spare device was available for use. The reporter indicated that the surgery was completed without any harm to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed on the device which found a crack in the saw blade. Therefore, the reported condition was confirmed. The assignable root cause of the damage was determined to be due to misuse, abuse and/ or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to further investigation, the assignable root cause was updated. See updated evaluation below: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed on the device which found a crack in the saw blade. Therefore, the reported condition was confirmed. The assignable root cause of the damage was determined to be due to the device not meeting manufacturing/design specifications. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.